Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced vaginal and pelvic pain, foul smelling vaginal discharge, felt as if a stitch popped, mesh erosion and migration, urine and fecal incontinence, palpable suture, abdominal cramping, worsening urinary urgency and frequency and dyspareunia. Excisions of the mesh were performed.